Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized and due high blood glucose on (B)(6) 2018. The customer¿s blood glucose level was 390 mg/dl, 300 mg/dl and 200 mg/dl. The customer declined troubleshooting for high blood glucose. The customer was treated in the emergency service room with fluid. The insulin pump will not be returned for analysis.